Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Date: (B)(6) 2011, time: 11:30am, inratio: >7.5. Date: (B)(6) 2011, 12:20pm, >7.5. Normal coumadin dosage is alternating 1mg and 1.5mg on each consecutive day. Based on (B)(6) 2011 inr result pt's coumadin dose was changed to alternate 1mg and 0mg daily starting on (B)(6) 2011. Pt self tester wasn't feeling well on (B)(6) 2011 and was taken to the ER on an unrelated issue. Coumadin dose was stopped on (B)(6) 2011 because of the inconsistent high and low readings on the meter. Pt's daughter reports that she sometimes uses multiple drops when testing.

Manufacturer narrative:
Investigation pending.